Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted that the angiograms reveal lesions in the proximal and proximal-mid heavily calcified left anterior descending (lad). A stent is positioned and deployed across the proximal lesion. A balloon inflation is then performed in the left main (lm) and into the proximal end of the stent. A second wire is positioned in the diagonal. A second stent is positioned and deployed with the proximal end slightly overlapping the distal end of the first stent an extending into the lad across the diagonal bifurcation. A balloon dilatation occurs across the adjacent/overlapping section of the stents. Three balloon dilatations are performed in the distal end of the second stent, extending into the native lad. After the third dilatation a small perforation is noted in the mid-lad. A balloon is positioned across the area of perforation. There are no images of inflation. A stent (graftmaster) is then seen positioned in the mid lad but does not appear to have crossed the area of perforation. However, the extravasation is no longer present. The next scene shows that the stent has dislodged and is positioned in the left main-proximal lad adjacent to the tip of the guiding catheter. The diagonal wire has been removed. In the final scene movement of the chest suggests that chest compressions are occurring. It appears that a balloon is inflated in the lm or proximal lad. The reviewer concluded that the images confirm that a stent (most likely a graftmaster) dislodged in the lm/proximal lad. In this case, there was no reported product deficiency. The reported angina, hypotension, death and perforation are listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use as a known potential adverse patient event associated with coronary stenting. It should be noted that the instructions for use (IFU) states that although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the cine review from an abbott clinical the implantation of the 3.0x18mm xience distal to the previously implanted stent does not appear to have contributed to the reported patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - distal to stent. Estimated weight; actual weight as (B)(6). Concomitant medical devices: guide wire: .014 x 190cm balance middleweight; guide catheter: 6 fr medtronic ebu 3.5; stent: 3.5 x 23 xience v; other: angiomax. The microsnare was removed and the prowater was placed to the lca across the lesion. A 2.0x15 non-abbott balloon was inserted through the guide catheter over the (B)(6), and a 2.0 x 15mm non-abbott balloon inserted through the guide catheter over the prowater guide wire to the target lesion. Both balloons were inflated at both ends of the stent at 4 atmosphere (atm) for 1 minute 20 seconds; one of the balloons was inflated for 4 atm for 30 seconds. The patient coded and cardiopulmonary resuscitation (CPR) was initiated. Balloon inflation at 8 atm for 14 seconds with a 3.5 x 15mm non-abbott balloon. The patient was intubated and CPR was stopped briefly. The patient went into bradycardia and medication was given; CPR was started and iabp was initiated. The patient received cardioversion, however, expired in the cath lab. The stent remains in the patient body. The stent delivery system was discarded. A follow-up will be submitted with all additional relevant information. The graftmaster is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an interventional procedure of the proximal and proximal to mid left anterior descending (lad) artery lesions, a 3.5 mm x 23 mm xience v stent was deployed proximal then a 3.0 mm x 18 mm xience v stent was deployed distal without incident. The same 3.0 mm x 18 mm xience v balloon was advanced distal to both newly deployed stents and balloon dilatation was performed resulting in perforation to the vessel, hypotension with medication given, and the patient complained of chest pain level = 8/10. Several balloon inflations were attempted to the affected area of the vessel. A 3.0 mm x 19 mm graftmaster was advanced to the target lesion over a balance middleweight (bmw) guide wire, however, the stent dislodged off the balloon and remained in the vessel. The bmw was removed and a .014 prowater guide wire was placed through the guide catheter to the left coronary artery and positioned across the stent. A 2mm x 200cm microsnare was advanced to the left coronary artery (lca) and bifurcation of the left main (lm); the microsnare was removed. A 3.0 x 12mm non-abbott balloon on the prowater guide wire was advanced to the lm past the stent to retrieve the stent; balloon inflation at the affected vessel. Several additional microsnare advances, balloon inflations and microsnare removals were performed, and the use of prowater guide wires, sheath changes from 6 fr to 8 fr, a j-tip .035 guide wire were used at the target lesion. The patient verbalized pain level = 0/10.